Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump did not deliver insulin accurately. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because inaccurate delivery of insulin could lead to over or under deliveries.

Manufacturer narrative:
Follow-up #1 date of submission 10/24/2016 - device evaluation: the pump was returned and evaluated by product analysis on 09/27/2016 with the following findings: a review of the pump delivery history revealed that the total daily dose amounts added up to accurately reflect the user programmed basal rates. During testing, the pump was powered on and immediately emitted a cs 069 call service alarm that could not be cleared. The alarm was recorded in the black box data as a cs 087 call service alarm, indicating a failure of the u39 component on the printed circuit board. Further testing of the inaccurate delivery complaint could not be completed due to the persistent call service alarm.